Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that four weeks after being implanted, this device estimated a remaining longevity of two years. One week later, the estimated remaining longevity was one year. Engineering reviewed the data and indicated there was an increase in power consumption from 40 microwatts to greater than 100 microwatts. There were no programming changes or other changes that can account for the increase in power. Device replacement was recommended. As a result, the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Review of device memory confirmed the presence of a higher than normal current drain condition. Electrical testing and analysis were then conducted, which isolated the high current to an anomaly in an oxide layer within a custom integrated circuit component. This anomaly caused a high current drain, which over time resulted in the reported clinical observations.